Event description:
Hydroline trumpet valve with pulse wave cassette (disposable suction/irrigation device used on laparoscopic cases) was noted to be spraying a fine mist from the unused spike end. The clamp was noted to be fully closed. A pinhole was noted in the spike protective cap. The tubing had to be folded on itself(pinched) and a metal surgical clamp applied to stop the leak. This item has been flushed and sequestered.device #1is this a laboratory device or laboratory test?no.